Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of a "cable break at the entrance to the camera head." The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an image could not be produced. This report is submitted due to the malfunction of no image produced by the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an image could not be produced due to a cable break. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the cable break could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.